Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received indicates the patient's system was explanted. Associated manufacturer report number: 3006705815-2021-03398, 3006705815-2021-03399.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had gallbladder surgery and did not place the ipg in surgery mode. Troubleshooting was attempted by the company representatives to no avail. Surgical intervention may take place at a later date.